Event description:
Initial reporter indicated to a country local representative that their dell x50 handheld is not holding its charge. Reported "it is unpredictable as sometimes it will turn off as soon as it is unplugged from the electricity or very soon after, although it has been charging for hours". The handheld would not stay on for patient interrogations. The handheld was returned for product analysis. Analysis confirmed an inadequate solder connection between battery terminal and main pcb, which prevented reliable charging of battery; once connection was resoldered, full product functionality was restored.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.